Event description:
It has been reported that one syringe 0.3ml 31g 8mm wholeunit 10bg 500 has been found clogged during use. The following has been provided by the initial reporter: it was reported that that the customer found 2 syringes needle hub removed with shield removal and 1 syringe needle clogged during drawing of insulin verbatim: issue(s): found 1 syringe needle clogged during drawing of insulin lot #: 8344560 item #: 328438.

Manufacturer narrative:
Investigation summary: customer returned (3) loose 3/10cc, 8mm syringes (1 of which was returned filled with approximately 20 units of a clear liquid in the barrel). Customer states that the needle clogged during drawing of insulin. Both syringes that were returned empty were tested and both were able to draw and expel properly without any observed defects. The remaining syringe was able to draw properly, as indicated by the 20 units of liquid that was returned in the syringe. A review of the device history record was completed for batch# 8344560. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.3ml 31g 8mm whole unit 10bg 500 has been found clogged during use. The following has been provided by the initial reporter: it was reported that the customer found 2 syringes needle hub removed with shield removal and 1 syringe needle clogged during drawing of insulin. Verbatim: issue(s): found 1 syringe needle clogged during drawing of insulin. Lot #: 8344560, item #: 328438.